Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) received a shock for supraventricular tachycardia (svt) with rapid ventricular response (rvr). It was noted that the shocks did not convert the svt likely because it was a regular svt and not atrial fibrillation (af). Therapy exhaustion occurred with all shocks being inappropriate until the atrial svt rate slowed on its own. Additional information indicated that device reprogramming has been done. This ICD remains in service. No adverse patient effects were reported.